Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: jdw. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the guidewire broke in the body of the patient. Patient condition: stable. This complaint involves 1 part. This report is 1 of 1 for (B)(4).